Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that their heartrate had dropped below the number of beats-per-minute in the device's setting and was worried that device was not working properly. The device remains in use. No patient complications have been reported as a result of this event. The patient further reported being concerned about feeling dizzy and feeling like his heart almost stopped when walking into the gas station.

Event description:
It was reported by the patient that their heartrate had dropped below the number of beats-per-minute in the device's setting and was worried that device was not working properly. The device remains in use. No patient complications have been reported as a result of this event.